Event description:
Customer's medwatch states "IV pump was set to infuse d12.5% at 8 ml. Bag volume of 250 ml was initially hung at 22:50 at 14:00 the next day, glucose was 70 mg/dl. At 18:00, the pump alarmed 'air in line' and the IV bag was noted to be unexpectedly empty, inconsistent with the set rate. Rn removed the IV tubing from the infant, and bedside glucose checked to be 499 mg/dl, but returned to normal within 75 minutes. At that time, IV fluids were restarted at the ordered rate of 8 ml/hr. Glucose levels remained stable. Infant exam was benign."

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.